Manufacturer narrative:
Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. This abutment was returned with its associated implant. No complaint is initiated for abutment. (B)(6) 2021.